Event description:
Pt replaced a pump body on the asante snap insulin pump system but forgot to disconnect her infusion set from her body. This caused pt to receive a bolus of insulin (est 5 to 10 units) when assembling the new pump body because it performs a routine auto-prime function. The pt felt poorly with a blood glucose (bg) low of 36mg/dl (hypoglycemic event). Pt was advised by asante clinical rep to visit local emergency dept (ed) when contacted approx 3 hours later. The ed took labs and monitored pt and she was discharged with no therapy required after 2 hours following increase in her bg. Pt texted about 6 hours later that she was feeling much better having a bg of 136 with no further complications. Pt stated she was "in a rush" and failed to properly change the pump body as she was trained. Asante clinical rep reinforced with pt the need to disconnect herself when changing pump bodies due to the auto-priming feature.